Event description:
It was reported to medtronic minimed that the customer experienced insulin pump not working. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1880l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, displacement accuracy test, and self test. No unexpected alarms or anomalies noted during testing. Unit was successfully downloaded using thump software. On adapt, no fatal or relevant alarms were noted. Pump was cut open to perform a visual inspection and found no moisture or physical damage. Test p-cap locked in place properly during testing. The following damages were also noted: pillowing keypad overlay and scratched case. In summary customer concern for no current code/category not confirmed. No device problem found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.